Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 26 atm during the second inflation in the cephalic vein. There was no difficulty retracting the catheter through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and fiber disturbance was noted on the distal cone. One of the fibers strands was unraveled and extended over the distal tip. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed with no issues. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting from the distal cone, at the fiber disturbance location. The balloon was stripped of its fibers. A longitudinal rupture was observed 0.6cm from the distal tip and was measured to be 1.1cm in length. The investigations confirmed for a longitudinal rupture and unraveled fibers on the distal cone of the balloon. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event.